Event description:
The device was used to check an out-patient's blood glucose and a result of 553 mg/dl was obtained. A lab was ordered and it came back at 91 mg/dl. A dr ordered 10 units of insulin to be administered prior to the lab result. Continued with out-patient hemoglobinopathy due to pt having a long-term illness with hemoglobin c. Level 1 and level 2 controls were in range on the system. The device was replaced and requested to be returned for eval.